Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient's ipg had reached end of life. A company representative confirmed the issue. The patient underwent a procedure on (B)(6) 2022 in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ¿ipg end of life¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The device provided therapy until the end of life (eol) declaration. When eol is declared therapy is inhibited. The estimated longevity range would have been 1 year (burst continuous) up to 3.2 years (burst cycle) +/- .25-year per ¿ 90205144 with an average of 2 years, assuming 1000-ohm program impedances, for model 3660. The total stimulation on time was 1.8 years. Based on the available information the device had normal battery depletion. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing.